Manufacturer narrative:
No product return is anticipated as complaint indicates that the product has been discarded. A picture was provided for evaluation. The raw material was confirmed as qualified during incoming inspection. There was no occurrence of this nonconformance detected during the lot's manufacturing. And the processing inspection and outbound inspection were up to national standard. Based on investigation, there was nothing abnormal that occurred during the infusion of (B)(4) to (B)(4). The picture showed that the catheter broken at the hub. If it was broken before use, blood would have leaked and would have been found in the infusion. The report indicated that the catheter was normal before using. Unable to determine whether the external force made the catheter break while in use.

Event description:
On (B)(6) 2013, the child went to hospital due to bronchopneumonia. On (B)(6) 2013 at noon, a catheter was used at the back of left hand for infusion. No leakage was found during the infusion. Before left hospital, nurse locked tube and confirmed that the flow was smoothly, no nonconformance around insertion site. On (B)(6) 2013, the child was discharged from the hospital and went home. At approximately 7:30am on (B)(6) 2013, the catheter was found broken at home, her parents tried to find the lost part but were unsuccessful. The patient went back to hospital for examination, the nurse on duty confirmed the integrity of the dressing and tape, but half of dressing was separate from the hand, dirty and wrinkle, the hub was still fixed by tape, insertion site was healing. At noon on (B)(6) 2013, a CT was performed on the upper arm, but did not find the broken catheter. In the after noon on (B)(6) 2013, a suspected shadow was indicated in the back of hand by ultrasound. A chest film was also performed to examine the heart-lung area, nothing was found. At about 6:00pm, the child was taken to surgery to remove the foreign material in the back of left hand which was determined to be a thrombus (1cm long, dia. Was 0.5mm). The broken catheter was not found in the surgery. On (B)(6) 2013, the child was discharged. As of this report, the insertion site of the IV was healing with no adverse reaction.